Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that customer had a high blood glucose value of 506 mg/dl. The customer experienced symptoms such feeling sick. The customer was treated with manual injection. The customer declined troubleshoot for high blood glucose. The device will not be returned for analysis.